Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Primary analysis findings: no anomalies found. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical testing revealed the helix consistently extended and retracted within nine turns. Helix, fully extended, measured .073 inches within specification. Visual inspection noted, proximal conductor distorted at 13 centimeters and outer insulation cut at generator end at 13 centimeters. Damage at implant noted.

Event description:
It was reported, during the implant procedure, the helix could not be retracted. Consequently, this lead was not implant. No patient complications have been reported as a result of this event.